Manufacturer narrative:
On 09/08/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and observed the abnormal 2 quality control sample was not recovering differential results (vote outs) and replaced broken pinch valve pv20 and actuators for valves pv21, pv22, pv27 and pv28 to resolve this issue. The fse adjusted the latron to control assay mean and verified and validated the system. (B)(4).

Event description:
Customer reported test results for the differential parameters for the quality control sample, abnormal 2, were outside the acceptable range and r (review result) flags were generated for these test results when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.